Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked at the white injection cap. This was identified after filling saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 20, 2021, to october 21, 2021. H10: the device was received for evaluation. Visual inspection was performed which identified the finger grip connector detached from the tubing of the tube set. Magnified inspection observed no obstruction of the finger grip connector. The reported condition was verified as a detached connector would result in a leak. The cause of the detached connector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.